Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: the review of the black box data showed evidence of call service alarm 052 in history; however, the call service alarm issue was not reproduced during the actual testing. Ez-prime steps were performed successfully. In addition, the pump was exercised for 24 hours with no call service alarm occurrences. Upon removal of the pump cover, no evidence of internal moisture was observed. Additionally, no damages were noted to the transceiver flex or the printed circuit board. Unrelated to the original complaint, the audio bolus button cover was torn; however, the bolus button was fully responsive. In addition, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 052 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.